Event description:
Information was received from a patient (pt) regarding an external device. Patient reported sometimes when trying to connect to their implant with the patient programmer (pp), they turn the screen on, but then when they press the button to connect to the implant, the screen goes back to the splash screen. Pt said the programmer wouldn't let them communicate unless they take the batteries out and put them back in. Pt mentioned they use the pp antenna. Pt said the issue had been going on for probably 4-5 months, but they could always get the pp to connect eventually. Pt took the batteries out during the call to obtain serial number (while doing so pt mentioned getting one battery out was always a nightmare), and afterwards tried to connect, but said the screen wouldn't even turn on. Pt said they just put in brand new batteries a week ago and confirmed batteries were in the pp correctly. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial#: (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97740 programmer (serial number (B)(6) revealed a battery corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.